Manufacturer narrative:
No device was received for analysis, therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. There is no evidence of any specification non-conformances related to the packaging or labeling of the complaint product. The root cause of this complaint will be documented as user/use error because if is apparent that an appropriately labeled device was selected in error.

Event description:
It was reported that during a coronary treatment procedure, a drug eluting stent was implanted instead of a bare metal stent. The physician thought he asked for a liberte bare metal stent and the nurse brought him a taxus liberte stent, but he actually asked for a taxus liberte, but meant a liberte stent. A taxus liberte was implanted. No pt complications were reported. Plavix was prescribed. Pt's status reported as "doing fine".